Event description:
It was reported that during the implant procedure, the pulse generator exhibited high impedance measurements, loss of sensing and loss of output on the atrial channel; a connector anomaly was suspected. The device was not used and a new device was implanted; all electrical measurements were normal. No patient symptoms associated with the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found that the atrial ring contact spring had foreign material which prevented the electrical connection between the lead and the device. This resulted in the reported electrical anomalies. The atrial contact spring was glued in place which prevented proper lead insertion.